Manufacturer narrative:
Philips service replaced dcps module (pd.scomp.dcps_24v_12v_5v) and restored the system to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that dcps module failed, causing system inoperability during warmup on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.